Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and the keys were difficult to operate. The unit was tested to factory specification. It functioned normally and was returned to the customer.